Event description:
Per the clinic, the patient experienced pain at the implant site along with fluctuating loudness. Fluctuating impedances were also noted. Subsequently, the device was explanted (specific date not reported), and the patient was reimplanted with another cochlear device on (B)(6) 2025.

Manufacturer narrative:
The date of explant is (B)(6) 2025. Device analysis indicated device failure.